Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula self-activated before the stylet could be primed. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Based upon the cannula firing automatically this investigation is confirmed for self-activation. Additionally, based upon the insufficient cannula tang engagement and the bent bumper the investigation is confirmed for the reported cannula priming issues. It is possible that the bent left bumper contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is possible that patient and/or procedural issues contributed to the reported or identified issues. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date: 02/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for the biopsy procedure, the device allegedly failed to prime. There was no reported patient contact.